Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports: the needle cannula was broken at the hub during usage and the needle cannula fell into the patient. Later it was taken out by intervention. The patient condition is reported as fine.

Event description:
The customer reports: the needle cannula was broken at the hub during usage and the needle cannula fell into the patient. Later it was taken out by intervention. The patient condition is reported as fine.

Manufacturer narrative:
(B)(4). The device was not returned; however, the customer did provide three photos for evaluation. The photos showed an introducer needle separated at the hub, along with various other components. However, a full visual inspection could not be performed as no sample was returned for analysis. The customer report of introducer needle separation was confirmed by visual inspection of the returned photos. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer supplied three photos of the complaint sample for evaluation. The photos show a dilator, a single lumen catheter, an arrow raulerson syringe (ars) and an introducer needle. The introducer needle cannula is separated from the needle hub in each of the photos. The reported defect can be confirmed from the photos, however, no determinations about the root cause for the cannula separation can be made. The customer returned various components from an es-04706 set including a single lumen catheter, a dilator, a guide wire assembly and a needle hub attached to an ars for evaluation. The ars was connected to the needle hub and the introducer needle cannula was not returned. Visual examination of the returned needle hub revealed that the needle cannula had completely detached from the hub and was not returned. No pieces of the cannula remained within the hub which indicates the cannula detached cleanly rather than breaking and separating. Microscopic examination of the needle hub did not reveal any cracks or damage that could have contributed to the separation. Evidence of use was observed as well as evidence of adhesive residue within the cannula channel in the hub. The cannula channel in the hub appeared as expected and no obvious molding issues were observed. No defects or anomalies were observed with the ars. Visual examination of the needle cannula could not be performed as it was not returned for evaluation. The product drawing for the introducer needle indicates that the hub inner diameter is a 3-tier stepped ID with 3 separate ID specifications. The proximal step ID (closest to the luer thread) measured 0.042" which is within the specifications. The middle step ID measured 0.051" which is within the specifications. The distal step ID (closest to the cannula) measured 0.060" which is within the specifications. Dimensional inspection of the cannula could not be performed as it was not returned for evaluation. The needle hub attached and detached from the ars as expected. A device history record review was performed on the introducer needle and no relevant manufacturing issues were identified. The report that the needle cannula detached from the hub during use was confirmed through examination of the returned needle hub; however, the needle cannula was not returned for evaluation. The customer returned just the needle hub which revealed that the cannula had completely detached from the hub but had not been returned. The needle hub met all relevant dimensional/visual requirements and a device history record review of the needle manufacturing and assembly processes did not identify any manufacturing related issues. Based on these circumstances, the probable cause of needle cannula separation could not be determined from the information provided and without the needle cannula being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the needle cannula was broken at the hub during usage and the needle cannula fell into the patient. Later it was taken out by intervention. The patient condition is reported as fine.